Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device remains in the patient and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported failure to seal the perforation cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, it was determined that the device was used after the expiration. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. It is unlikely the use of the expired device contributed to the reported event.

Event description:
It was reported that during the procedure to treat an existing perforation with extravasation in a saphenous vein graft (svg) to a diagonal coronary artery, a 4.0x26 rx graftmaster covered stent was deployed with a maximum pressure of 16 atmospheres (atm) at the perforation site, however, the graftmaster continued to leak. A 4.5x12 non-abbott balloon was advanced to the deployed graftmaster and inflated to 26 atm, sealing the leak. There were no adverse patient sequelae. No additional information was provided.